Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The handswitch was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an electrode and probe placement procedure. It was reported that the hand switch was lagging, and sometimes not working all together. The site had to release the hand switch then push it again. There was a reported delay of less than one hour and no reported impact on patient outcome.